Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with epoca system (left) on approx (B)(6) 2012. It was discovered, date unk, pt developed an infection, epidermidis staphylococcus and propioni bacteria. Pt returned to operating room on (B)(6) 2012, hardware was removed. It is not known what treatment the pt was given and/or if pt was revised to any new hardware. No further info available. This is 3 of 4 reports.

Manufacturer narrative:
Mfg documents were reviewed and no complaints related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.